Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 534 mg/dl while wearing the pod between 4 and 24 hours. The patient also reported have a hard time breathing which they diagnosed it as copd (chronic obstructive pulmonary disease). The patient was treated with oxygen, breathing treatment, food and IV (intravenous). The patient was released the same day. The pod was worn when seeking medical attention.